Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was rebooting and had a cracked case and was unable to tighten cap completely. Her blood glucose was high with symptoms of lightheadedness and shakiness. The patient called their healthcare professional and they advised her to go to the emergency room. She was admitted to the emergency room and was treated with intravenous insulin and fluids in the emergency room. The patient was not wearing the pump at the time at the time of the event. This complaint is being made due to patient's bg excursion while on insulin pump therapy. The patient continued to use the pump with damage.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed no power issues. No activity outside normal use observed in the black box or download history. Daily insulin delivery totals appear inconsistent due to time and date issue. The battery compartment is cracked. The battery cap was not available for investigation. A test cap was used for all investigation steps. Test cap is able to attach securely to the pump. Pump powers on normal with no alarms. The pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. No alarms or power issues occurred during testing. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, evaluation

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.